Event description:
Information received by medtronic indicated that the customer received open book image alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the functional testing, including the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and dat at 0.0875 inches. Successfully downloaded history files and traces using thus. Carelink upload was successful. Per freger, (B)(6) ¿ r&d engineer no evidence of the 'open-book' was found in the error log. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case above the lock icon near the battery compartment, and pillowing keypad overlay. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 15:39:39.000 batteryremoved (55) (B)(6) 2023 15:39:39.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 15:39:50.000 batteryinserted (44) (B)(6) 2023 10:26:22.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 16:56:24.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 17:31:25.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 18:06:24.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 19:06:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 19:23:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 18:16:01.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensor error alert not confirmed. Lost sensor alert not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Critical pump error (open book image) alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.